Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 469 mg/dl. Customer's other blood glucose value was unknown. The customer did not provide details regarding symptoms and treatment of high blood glucose. Battery compartment is broken and no longer locking properly. The device was expected to be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken battery tube threads.